Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage and dissection occurred. The 80% stenosed, moderately calcified ostial lesion located in the left anterior descending (lad) artery was bding treated. The vessel was predilated with a maverick 2.50x15mm balloon. The physician attempted to implant a taxus liberte' 3.00x16mm drug eluting stent, but the struts of the stent bent into the vessel wall and a dissection occurred. The device was removed intact, and the physician completed the procedure with a bare metal stent.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. The manufacturing records have been reviewed and no issues or discrepancies were found. The root cause for this event is unknown. Product unavailable for analysis.